Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratches on the lcd window. No cracks on the screen noted. Also, the insulin pump was received with a blank display, problem isolated to electrical board. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display.

Event description:
The customer reported via phone call that the insulin pump's screen is cracked and it was vibrating. The customer¿s blood glucose level was 150 mg/dl. The insulin pump will be returned for analysis.